Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed on october 07, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection and experienced skin overgrowth at abutment site, however the issue did not resolve. Subsequently the patient underwent revision surgery (B)(6) 2016 (specific date not reported). Clinical management is ongoing, the implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent skin revision surgery due to skin overgrowth in (B)(6) 2015 (specific date not reported). Additionally, the patient underwent another procedure in (B)(6) 2015 (specific date not reported) to cauterize the soft tissue at the abutment site. The patient was treated with oral antibiotics and steroid injection. The implanted device remains.